Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported multi organ failure, patient outcome, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient expired due to multi-organ failure on (B)(6) 2019. Support was withdrawn due to the multi-organ failure. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to multi-organ failure and withdrawal of support. Additional information was requested but not provided. No further information provided.